Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported. This ra lead has not returned for analysis.

Manufacturer narrative:
This lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted as the event and aware dates were corrected to 04/24/2026. This lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported. This ra lead has not returned for analysis.

Manufacturer narrative:
This report is being submitted as additional information was received regarding the reason for explanting this pacemaker system. As a result, coding was also updated. This report is being submitted as the event and aware dates were corrected to 04/24/2026. This lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to an unknown product performance anomaly. No additional adverse patient effects were reported. This ra lead has not returned for analysis. Additional information was received that the patient with this pacemaker system experienced irritation, redness, and a rash around the pacemaker site. A new system was implanted on the other side of the patient. No additional adverse patient effects were reported. This ra lead has not returned for analysis.